Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately calcified and moderately tortuous right posterior tibial artery. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilatation and was initially inflated at 6 atmospheres. However, on the second inflation at 10 atmospheres, the balloon ruptured. Also, it was noted that there was no kink prior to use and no resistance were encountered during procedure. The device was then completely removed from the patient and the procedure was completed with a sterling balloon catheter. No patient complications were reported and the patient's status was good.